Event description:
Report received that a female came to the surgery ctr for a pain mgmt procedure. A grounding pad had been placed on the right thigh. At the completion of the procedure, it was reported that the adhesive on the pad was so strong, that as it was removed, it took a 4"x 3" strip of skin with it. This resulted in a full thickness injury to the skin.

Manufacturer narrative:
Pt was referred to a wound clinic for follow up care, and is receiving daily silvadene dressing changes to the leg. Sample from the same lot number was received and reviewed. Initial testing on the grounding pad did not demonstrate excessive stickiness or any unusual results when the pad was removed from an individual's skin. A supplier alert was issued and sent to the MFR. Samples and photo from the incident were also sent to the MFR for review. A follow up report will be filed when analysis is received from the MFR.